Event description:
It was reported that unspecified ventricular oversensing was noted on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no patient consequences.